Event description:
Pen needle will not eject from the pen. Customer has some that work just fine, but others in the box won't budge from the pen needle.

Manufacturer narrative:
Device was not returned to manufacturer. Insufficient information was recorded to test retained lots or attach production records.

Event description:
Pen needle will not eject from the pen. Customer has some that work just fine, but others in the box won't budge from the pen needle.